Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. No issues were observed with the sensor adhesive. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device due to exposure to moisture and as a result, was unable to monitor glucose levels. Customer experienced feeling hypoglycemic and was unable to self-treat, requiring third-party treatment of orange juice "to prevent low glucose". No further information was reported. There was no report of death or permanent impairment associated with this event.